Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and confirmed fault code 57 in the logs. After running several tests, the shuttle transducer would not stay within the calibrated range and needed to be replaced. Once the transducer was removed, the stm noticed a puddle on condensation. After the transducer was replaced and all transducers were recalibrated per manufacturer recommendations, several autofills were completed and the unit ran under test load without any further issues. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances this event occurred and whether there was patient involved or not; however, there was no adverse event reported.